Event description:
A consumer's daughter reported the consumer fell out of bed and one of her batteries died. Symptoms reported were shaking 24 hours a day, could not eat, sleep or go to the bathroom. The consumer was taken to the ER and the battery replaced within a week. It was unknown which one of the batteries died or when the event occurred, although the daughter thought it was in 2011 or 2012. Medical history included parkinson's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.